Event description:
It was reported that during a stenting procedure in the right internal carotid artery, the rx accunet embolic protection device was able to cross the lesion and was deployed, however, the rx acculink stent failed to cross the lesion. No intervention was performed as the physician is determining how to proceed with treatment since the patient is not a candidate for endarterectomy due to the complicated lesion. There was no embolic debris in filter noted. Additionally, approximately twelve hours post procedure, the patient experienced left sided weakness which was diagnosed as a stroke. CT scan of the head showed acute right frontal ischemic infarction, the patient was transferred to the intensive care unit for monitoring, no medication or intervention was reported. The patient's condition resolved to baseline and the patient was discharged to a rehabilitation facility on (B)(6) 2011. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stroke and weakness may occur during this type of procedure and are listed in the rx acculink instructions for use. There was no device malfunction reported that could have contributed to the event. A definitive cause for the reported patient adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.